Event description:
The customer was contacted via phone call after a social media post regarding her new insulin pump order being delayed. During the call the customer reported she has been experiencing high blood glucose in the 400 mg/dl range. The customer stated she was still using the insulin pump but did not trust it because she has been having high readings and had a reservoir leaked insulin into the reservoir compartment. She treated with insulin pen. The customer mentioned having a bladder and yeast infection and a heart attack but stated it was not due to the insulin pump. The customer was advised to discontinue the use of the device and revert to her back a plan. The customer disconnected the insulin pump and would be contacting the doctor for instructions on how to treat manually.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.